Event description:
User experiencing low results for multiple patient samples and multiple assays for approximately six months. Twelve examples were provided. Sample 1 run in 2008, female: initial creatinine result 11.62 mg/dl, repeat 0.68 mg/dl; initial potassium 4.6 mmol/l, repeat 2.9 mmol/l. Sample 2 run on the same day, female: initial creatinine result 11.57 mg/dl, repeat 0.99 mg/dl; initial potassium 4.5 mmol/l, repeat 3.0 mmol/l; initial bicarbonate result 20 mmol/l, repeat 34 mmol/l. Sample 3 run in 2008, male: initial bun result 123 mg/dl, repeat 13 mg/dl; initial creatinine 14.2 mg/dl, repeat 1.1 mg/dl, initial calcium result 11.0 mg/dl, repeat 9.8 mg/dl. Sample 4 run on the same day, female: initial bun result 76 mg/dl, repeat 12 mg/dl; initial creatinine 9.8 mg/dl, repeat 0.8 mg/dl, initial albumin result 3.9 g/dl, repeat 4.5 g/dl. Sample 5 run in 2008, male: initial bun result 123 mg/dl, repeat 19 mg/dl; initial creatinine 16.8 mg/dl, repeat 1.1 mg/dl, initial potassium result 8.1 mmol/l, repeat 4.3 mmol/l, initial calcium result 10.7 mg/dl, repeat 9.6 mg/dl, initial phosphorus result 10.0 mg/dl, repeat 3.6 mg/dl. Sample 6 run in 2007, female: initial bun result 24 mg/dl, repeat 16 mg/dl; initial creatinine result 2.0 mg/dl, repeat 0.9 mg/dl, initial potassium result 4.4 mmol/l, repeat 3.8 mmol/l. Sample 7 run three days prior, female: initial creatinine result 2.1 mg/dl, repeat 0.7 mg/dl. Sample 8 run in 2008, female: initial bun result 89 mg/dl, repeat 23 mg/dl; initial creatinine result 8.9 mg/dl, repeat 1.2 mg/dl, initial calcium result 9.8 mg/dl, repeat 10.7 mg/dl, initial albumin result 4.4 g/dl, repeat 5.0 g/dl. Sample 9 run four days prior, female: initial bun result 52 mg/dl, repeat 10 mg/dl; initial creatinine result 7.7 mg/dl, repeat 0.8 mg/dl, initial potassium result>10.0 mmol/l, repeat 4.2 mmol/l. Sample 10 run in 2008, female: initial creatinine result 6.3 mg/dl, repeat 1.2 mg/dl. Sample 11 run eight days later, male: initial bun result 69 mg/dl, repeat 11 mg/dl; initial creatinine result 11.5 mg/dl, repeat 1.4 mg/dl. Sample 12 run four months later, male: initial bun result 33 mg/dl, repeat 10 mg/dl; initial creatinine result 6.58 mg/dl, repeat 1.4 mg/dl, initial potassium result 6.4 mmol/l, repeat 4.1 mmol/l. Initial results were not reported. If additional information is received, appropriate notification will be provided.